Event description:
It was reported that on (B)(6) 2008 the patient presented with l4-5 isthmic spondylolisthesis and l5-s1 disk degeneration with foraminal stenosis. Per the operative report, the patient was status post posterior laminectomy and subsequently developed pars fractures, unstable spondylolisthesis at l4-5, and disc degeneration at l5-s1 with foraminal stenosis. The patient underwent l4-l5-s1 posterior spinal fusion using pedicle screw instrumentation, iliac crest bone graft, and rhbmp-2/acs. Per the operative notes, icbg was mixed with rhbmp-2/acs 'and placed over the transverse process at l4, l5, and s1 bilaterally. Connecting rods were then placed, and set screws were placed and tightened. Ap and lateral views showed good position of the hardware.' There were no noted complications. Patient was discharged on (B)(6) 2008. On (B)(6) 2012 patient diagnosed with diabetes mellitus type ii. On (B)(6) 2012 the patient presented for diabetes mellitus ii management. Per the physician's notes, 'hypoglycemia symptoms include nervousness/anxiousness' associated symptoms include fatigue.' Patient reported diffuse weakness, lack of energy, decreased libido, erectile dysfunction, less am erection, nocturia 1-2 times per night. 'He saw a urologist for back pain. He has sleep apnea, on CPAP machine.' Diagnoses included diabetic peripheral neuropathy and hypogonadism. On (B)(6) 2012 the patient underwent mr of the brain/pituitary. On (B)(6) 2012 the patient presented with swelling and shortness of breath. X-rays, a metabolic panel, and tsh labs were requested. On (B)(6) 2012 the patient presented for an office visit. Per the physician's notes, the patient has 'type 2 diabetes mellitus diagnosed in (B)(6) year. His a1c was 7.7, came down to 6.9. He started metformin, got diarrhea. I changed to extensive release formula last visit, he got stomach pain. He then started januvia, but had increased appetite. He doesn't check fingersticks. Denies hypoglycemia. He is not careful with diet. He doesn't exercise. He complains of mild paresthesia of the feet. His weight has been decreasing steadily' he has low libido, and erectile dysfunction. He complains of tiredness, swelling legs and hands, especially at the end of the day. His work is sedentary. His testosterone level is low at 135, repeat was higher 219, with low free and bioavailable levels. MRI of pituitary was negative for abnormality. 'He has idiopathic hypogonadism, likely due to obesity.' Patient was also diagnosed with body fluid retention. On (B)(6) 2012 the patient presented with excessive sweating. On (B)(6) 2012 the patient presented for follow up on his previous diagnosis of hypogonadism. On (B)(6) 2012 the patient presented for followup on hypogonadism and diabetes. Patient was additionally diagnosed with fatigue and an elevated white blood cell count. On (B)(6) 2012 the patient presented for an office visit. Patient was diagnosed with leukocytosis. On (B)(6) 2013 a quantiferon tb gold test was performed, results negative.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4) product event summary implant date: (B)(6) 2008. Pt demographics: male, dob (B)(6) 1962, initials (B)(6), 2 ppd smoker, hyperlipidemia history: stroke at age (B)(6) yrs with hemiparesis on the left as a result, laminectomy in 1984, laminectomy 2000, nissen fundoplication in 2000, arthroscopic surgery on knee, hand surgery, colonic polyps, essential hypertension, obesity. Allergies: sulfa. On (B)(6) 2007 the patient presented for pre-op physical. Per the medical records, 'neurological exam shows a weakness of both his left arm and left leg. A 12 lead EKG showed sinus rhythm with a right bundle branch block.' On (B)(6) 2008 the patient presented with l4-5 isthmic spondylolisthesis and l5-s1 disk degeneration with foraminal stenosis. Per the operative report, the patient was status post posterior laminectomy and subsequently developed pars fractures, unstable spondylolisthesis at l4-5, and disc degeneration at l5-s1 with foraminal stenosis. The patient underwent l4-l5-s1 posterior spinal fusion using legacy pedicle screw instrumentation, iliac crest bone graft, and rhbmp-2/acs. Per the operative notes, icbg was mixed with rhbmp-2/acs 'and placed over the transverse process at l4, l5, and s1 bilaterally. Connecting rods were then placed, and set screws were placed and tightened. Ap and lateral views showed good position of the hardware.' There were no noted complications. Patient was discharged on (B)(6) 2008. On (B)(6) 2012 patient diagnosed with diabetes mellitus type ii. On (B)(6) 2012 the patient presented for diabetes mellitus ii management. Per the physician's notes, 'hypoglycemia symptoms include ner vousness/anxiousness' associated symptoms include fatigue.' Patient reported diffuseweakness, lack of energy, decreased libido, erectile dysfunction, less am erection, nocturia 1-2 times per night. 'He saw a urologist for back pain. He has sleep apnea, on CPAP machine.' Diagnoses included diabetic peripheral neuropathy and hypogonadism. On (B)(6) 2012 the patient underwent mr of the brain/pituitary. On (B)(6) 2012 the patient presented with swelling and shortness of breath. X-rays, a metabolic panel, and tsh labs were requested. On (B)(6) 2012 the patient presented for an office visit. Per the physician's notes, the patient has 'type 2 diabetes mellitus diagnosed in (B)(6) year. His a1c was 7.7, came down to 6.9. He started metformin,got diarrhea. I changed to extensive release formula last visit, he got stomach pain. He then started januvia, but had increased appetite. He doesn't check fingersticks. Denies hypoglycemia. He is not careful with diet. He doesn't exercise. He complaints of mildparesthesia of the feet. His weight has been de creasing steadily' he has low libido, and erectile dysfunction. He complains of tiredness, swelling legs and hands, especially at the end of the day. His work is sedentary. His testosterone level is low at 135, repeat was higher 219, with low free and bioavailable levels. MRI of pituitary was negative for abnormality. 'He has idiopathic hypogonadism, likely due to obesity.' Patient was also diagnosed with body fluid retention. On (B)(6) 2012 the patient presented with excessive sweating. On (B)(6) 2012 the patient presented for followup on his previous diagnosis of hypogonadism. On (B)(6) 2012 the patientpresented for followup on hypogonadism and diabetes. Patient was additionally diagnosed with fatigue and an elevated white blood cell count. On (B)(6) 2012 the patient presented for an office visit. Patient was diagnosed with leukocytosis. On (B)(6) 2013 a quantiferon tb gold test was performed, results negative. (B)(6). (B)(4).